Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was 3.8mm and there was no calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc) .the final implant depth at ncc was 3mm and at left coronary cusp (lcc) was 3mm. After implant, a complete atrioventricular block (cavb) was occurred and a temporary pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
An event of a complete atrioventricular block after navitor implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The medical intervention was a result of a temporary pacemaker implant due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was 3.8mm and there was no calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc) .the final implant depth at ncc was 3mm and at left coronary cusp (lcc) was 3mm. After implant, a complete atrioventricular block (cavb) was occurred and a temporary pacemaker was implanted. The patient was reported stable.